Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that for the past 2-3 weeks consistently now they have been having issues with the controller displaying the battery level incorrectly. Caller stated that the controller will show the controller battery at 40% and then 10 minutes later it will show 100% and then will display empty shortly thereafter. Caller added that they will charge the implant for 20 minutes and the controller will still show 100% and they know the controller is not fully charged. Caller also noted they will charge their controller and implant to 100% and then go 2 days without charging the implant and the implant battery level will still display 100%; caller confirmed they have not turned off stimulation during this time. Caller added 6 hours later it will show that the implant battery is completely dead. Caller texted manufacturer representative (rep) and was advised to call patient services. Caller denied any error messages. Caller confirmed no visible damage to the battery compartment, battery pack, controller port, or to the recharger and noted a little rattling noise inside the controller but nothing significant. Agent had caller reset the controller with ac power supply; caller confirmed green flashing light. The issue was not resolved. A request was sent to the repair department to replace the controller. No symptoms were reported. Additional information was received from the patient (pt). Pt reported they were on vacation and their implant was dead. Pt saw no device found. Patient then connected recharger and confirmed they were recharging with excellent quality. The controller battery was at 100% and implant battery was 30%. Pt stated for the last month they noticed they were not getting enough pain relief, and when they went to recharge their implant, they were not sure if it was actually charged like the battery percentage displayed it was, because the implant was not depleting like it used to. Patient stated they would fully charge their implant, then a few days later, it would show the implant was still fully recharged. Patient stated they received a replacement controller recently, but the issue was still persisting. Agent reviewed this was therapy related, not equipment related. On the call, patient saw no device found, and was able to start recharging at excellent quality with implant at 30%. Agent reviewed implant charge was too low to check stimulation settings. Agent advised patient to recharge, try increasing therapy, and confirm therapy intensity is not decreasing on its own. The patient was redirected to healthcare provider if issue still persisted.

Manufacturer narrative:
B3 date of event is approximate. Month and year of event were confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.